Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Unable to confirm no delivery/occlusion alarm due to critical pump error alarm. The insulin pump was received with cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had delivery blockage alarm. Customer blood glucose level was unknown. It was reported that the insulin pump had crack near battery. The device was returned for analysis.